Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.

Manufacturer narrative:
The sockets of the device were found to be corroded and covered with an unknown substance.